Manufacturer narrative:
The device was not returned; therefore, no physical evaluation could be performed. The company conducted a retrospective investigation based on available maude and internal records. Pain-related adverse events associated with otc mouth guards are known risks identified within the company's risk management activities. Due to limited information and inability to identify the patient, a definitive root cause could not be determined.

Event description:
The company was not notified of this event at the time of occurrence. Subsequently, the company became aware of the event through information identified within an FDA safety report and initiated a comprehensive retrospective review and investigation of all medical device reports (mdrs), complaint records, customer communications, manufacturing records, and associated documentation related to the device over the previous five years. According to the information available within the report, the patient alleged that after using a remi night guard purchased online, they experienced tooth pain, perceived tooth movement, gum bleeding, and changes in dental alignment following use of the device. The patient reported that after continued use, they sought evaluation from their dentist, who allegedly advised that the device was causing alignment issues and malocclusion and recommended discontinuation of the product and alternative treatment options. The patient additionally expressed dissatisfaction regarding the quality of the device, customer service response, and the need for additional dental treatment reportedly associated with the event. Upon becoming aware of the report, the company took the matter seriously and conducted a thorough investigation using all available internal records and documentation in an attempt to identify the patient, confirm device traceability, and gather additional details regarding the alleged adverse event. Despite these efforts, the patient could not be identified. The device associated with the event was not returned to the manufacturer; therefore, no physical evaluation or testing of the device could be performed. Based on the limited information available and the inability to identify the patient or evaluate the device, a definitive root cause could not be determined.